Event description:
The customer reported that the pt complained that the tissue expander was deflating on (B)(6) 2010. The physician explanted the device due to leakage. No information if the procedure was completed or if a replacement was used.

Manufacturer narrative:
This report is being initiated following an FDA field audit recommending a complete review of past complaints. This filing is a result of that review.